Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to fill and load a new cartridge on the pump, completing the load process and resuming insulin delivery. Replacements were sent to maintain customer satisfaction.